Manufacturer narrative:
The rate seen (100 worldwide reportable incidents out of estimated 224,000+ procedures performed to date) is approximately 0.04% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Two days post miradry treatment patient presented with a small blister, antibiotics and topicals were prescribed to treat the wount. About one week later an increase in the wound size was noticed, as of december, the wound is still oozing under the skin and is hard. There is no sign of infection, however there is inflammation. Wound appears ischemic, not fresh and clean.